Manufacturer narrative:
Failure analysis on the returned cpu board shows that this customer returned cpu pcba was tested with no failures identified. Additional testing was performed on this cpu pcba for the12 mhz clock u53 (lot code: pdi 1003 c) and no failures were identified.

Manufacturer narrative:
Updated: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse identified the error codes in diagnostic log (drpta). Fse indicated that per customer, the unit has had replaced the da pcba to mc pcba cable and da pcba, but the issue was not resolved. On (B)(6) 2017, the cpu pcba assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned cpu pcba assembly revealed no signs of damage or contamination. The cpu pcba assembly was installed into the fi test ventilator. An operational test was performed; unit passed all tests with no errors generated after eighteen hours of operation. The drpta was downloaded and reviewed by fi technician and confirmed there was multiple errors were found in the log. In addition, a test of the u53 clock was performed and no failure was detected. While error codes were confirmed on the incoming drpta, testing by fi was unable to identify any failures with the returned cpu pcba assembly. The manufacturer's field service engineer (fse) replaced the cpu pcba to address the reported issue. Unit passed all required test and returned to service. No failures were identified with fi testing, thus root cause of the reported problem could not be determined. After reviewing this complaint, it was discovered that MFR. Report #: 2031642-2017-01146 is a continuation of MFR. Report #: 2031642-2017-01047.

Event description:
Customer reported that the unit shutdown while being used on a patient. Unit was giving multiple error code messages. Reportedly, the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit was replaced eight months ago. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information and event date was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator failed with over voltage protection errors. The customer reported the device was in use, but there was no patient harm reported.